Manufacturer narrative:
Additional information: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database. The logs for (B)(6) were provided to investigate the matter. At 10:50:11, the mobile view station (mvs) was started while the imaging system was powered and connected via the umbilical cord. At 10:50:21, the logs showed the following warning: ¿virtualcp : image grabber can not connect because xray detector not open.¿ at 10:50:22, the mvs successfully copied the imagers folder. However, the mvs application failed to attempt to find the installed virtualcp receptor in the imagers folder. The mvs application failed to connect to the detector panel. Without a functional detector component, the imaging system did not exit the standalone mode. It was also possible the image acquisition system (ias) application failed to instruct the mvs application to open communications with detector panel. The logging mechanism was only capable of indicating a successful detector connection or an explicit failure while attempting to connect. The ias application should inform the mvs application to initiate a connect when the detector interface firmware reports the panel is functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 9 february 2017. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that the pendant of the imaging system shows "standalone mode" and restarting the system is required. Following restart, the system functions as designed. No additional information was provided. There was no patient present when this issue was identified.